Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. During the procedure, a "joint angle inconsistency" error message appeared. A few subsequent attempts to register the rio failed, and further troubleshooting attempts were not successfully in clearing the error message. As a result, the surgeon decided the best course of action was to convert the procedure to a total knee arthroplasty.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed at mako surgical with regards to the robotic arm interactive orthopedic (rio). A mako field service engineer evaluated the system at the site on (B)(4) 2011. The engineer performed a pre-surgery check and was able to confirm the issue. Internal investigation revealed that the encoder error was caused by dirt on the encoder. Cleaning of the encoder by factory service personnel remedied the issue and the rio passed all subsequent testing. Proper draping and storage as prescribed in rio product literature was reviewed and found to be sufficient to prevent this issue from recurring.